Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer was not sure if the blood glucose level was impacted as it was not measured. As the cartridge and infusion set had been changed prior to contacting tandem tech support, troubleshooting to determined a cause of this occlusion was unable to be performed.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.